Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. H6: additional h6- patient codes: 1932: inflammation.

Event description:
It was reported that implant was removed due to peri-implantitis, infection. Patient with pain and inflammation on implant zone, implant removed to treat infection. Tooth site # 20. Medicine prescribed to treat infection. Symptoms as a result of the event: pain, inflammation.